Event description:
It was reported that the customer had a change sensor and calibration error. Customer also had differences between sensor glucose and blood glucose readings. Customer stated that he just got a new insulin pump. Customer has had issues with the pump since he received it. Customer stated that the pump is erasing the bolus wizard information on its own. Customer is getting continuous calibration errors that are leading to change sensor alerts. Customer's blood glucose level was 175 mg/dl. Customer was doing a lot of walking at the time of the bad sensor alert. Customer was advised on proper calibration timing and amounts. Customer's sensor glucose and blood glucose difference is within an acceptable range. Customer has had bent cannulas on the previous sensor. Customer was advised to wait another hour before giving another blood glucose reading after the first cal error. A box of replacements will be sent. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-63554.